Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon screwed the 52mm porocoat sector pinnacle shell on to the nipple of the offset impactor (from the primary acetabular mac instruments). After impacting cup, the cup would not separate from the nipple. A new implant 52 mm was opened and implanted. It was also indicated that there was a surgical delay of 3 minutes. Doe: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned products confirms the reported observation. The inserter instrument and cup were inadvertently cross threaded by the user. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (catalog and UDI) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d2b.